Manufacturer narrative:
Evaluation summary: review of the device history record (DHR) indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A physician reported that the vitrectome did not cut properly during surgery. Per the reporter, the "guillotine knife" did not move. The vitrectome worked again after the surgery team reduced the cutting rate on 300 cpm. There was no patient harm. Additional information has been requested but not received to date.